Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event; MDR decision has been re-run and is changed to not reportable.

Event description:
It was reported that during a colectomy procedure, the device was used at night. No comments on what happened other than "defective." There were no patient consequences. Case completed with another device of the same product code. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: is there any additional information on what is meant by, ¿defective?¿ nothing was on the hospital paperwork, other than the word, defective.